Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. Event details were provided by the health care professional (hcp) and the patient on different dates. The patient¿s symptoms included nausea and feeling sleeping during the morning. The cgm values were 90- 100 mg/dl, and she could not recall specific values. No bg finger stick value was obtained. The patient attributed the symptoms to side effects of dialysis treatment and medication. The pre-existing medical condition which resulted in dialysis treatment was not specified. At some point she drank water and administered 3 units of humalog based upon the cgm values. Although no bg finger stick value was obtained, a cgm value was 55 mg/dl. Later in the afternoon she called the local hospital where she received dialysis treatment for advice about the aforementioned symptoms she experienced during the day. The hcp advised her the symptoms were not due to her medication and instructed her to go to the emergency room (ER). Upon arrival she was coherent, and no other symptoms were specified. The cgm value was 130 mg/dl and a lab draw showed her blood glucose was 900 mg/dl. A second value was 934 mg/dl. The cgm sensor was removed and she was admitted to ICU where treatment included an IV insulin drip until the next morning ((B)(6) 2025). Her condition stabilized and she was discharged on (B)(6) 2025. Her blood glucose was in the 200 mg/dl range at discharge. At the time of the follow up call, she had recovered and felt fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. During the patient symptoms, there were no reported glucose values available to search within the parkes error grid calculator. After the patient administered 3 units of humalog, there was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient had symptoms. The reported glucose values fall within the d zone of the parkes error grid when checked in the emergency room. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Manufacturer narrative:
(B)(4).

Event description:
It was indicated that the patient was on dialysis during use of the device, which is off-label usage of the device.